Event description:
Clinitron bed was unlocked with bottom lock. Top lock was on but not working. Then after bottom lock secured, top of bed moved/will move laterally with brake on. Reported findings to charge nurse. Hazard to staff and patients.what was the original intended procedure?unknown.